Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient visited the doctor and was prescribed fucidin acid 20mg cream (apply 2 or 3 times a day until the infection is gone) for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.